Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record was not performed. Based on the results of the investigation, the definitive root cause of the ¿image disappeared¿ could not be determined as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's image disappeared during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's image disappeared during preparation for use. There were no reports of patient harm.